Event description:
It was reported that pump touchscreen did not respond correctly. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.